Manufacturer narrative:
(B)(4): the reported description notes that the monitor failed to alarm. The pt was defibrillated. It is unclear as to what alarm failed. The user reports that the bedside monitor was tested and performed according to the MFR specs. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description noted that the monitor failed to alarm. The pt was defibrillated. It is unclear as to what alarm failed.